Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (damage) issue. It was alleged that the battery cap was unable to be tightened and there was no power. There was no indication that the product caused or contributed to an adverse event. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 27-sep-2018 with the following findings: a review of the black box showed power on reset events had occurred. The returned battery cap was stripped at the coin slot, and was difficult to tighten to the pump. The alleged no power issue was unable to be duplicated during testing. The allegation of the battery cap issue was duplicated.